Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found that the encoder cover was damaged. The autopulse platform is a reusable device and was manufactured on 05/11/2005. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint of autopulse platform displaying "clear the obstruction from the cooling vent" message. A review of the platform archive log showed that there was no "clear the obstruction from the cooling vent" message observed in the archive data. However, multiple user advisory (ua) 11 (max patient temperature exceeded) messaged were noted on the date of the reported event of (B)(6) 2016. The platform was functionally tested using a lrtf (large resuscitation test fixture, equivalent to 250 pounds patient) for approximately 45 minutes and the autopulse exhibited no user advisory messages. The fan was working properly and no obstruction found inside of the device that could affect the fan from working. In summary, the customer's reported complaint of autopulse displaying "clear the obstruction from the cooling vent" message was not confirmed. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. The probable cause for ua 41 message is the vents underneath the autopulse were either blocked or the device was stored in a hot environment such as stored in a hot vehicle or exposed to direct sunlight for a period of time. This will increase the internal temperature to the autopulse. Although no device deficiencies were observed, temperature sensor was replaced to avoid reoccurrence of ua 11.

Event description:
It was reported that during patient user, the autopulse platform stopped giving compressions and displayed "clear the obstruction from the cooling vent" message. The user couldn't find any obstruction that was causing this message to appear and continued to perform manual CPR. There was no reported negative effect to the patient due to this problem.